Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 100% stenosed, de novo target lesion was located in the non tortuous and severely calcified right coronary artery. A jr4 6f guide catheter was placed. After a pt graphix guide wire and another 0.014 non bsc guide wire crossed the lesion, a 2.0x15mm non bsc balloon catheter was used for predilation of the lesion. Then a 32x3.50mm synergy¿ stent was advanced. The stent delivery system (sds) balloon was fully inflated at 18 atmospheres without waist and the stent was deployed in the lesion. However it was noted that the stent was deformed 5mm at the proximal edge. The sds balloon was fully deflated after stent implantation and the sds was completely removed from the patient. A 3.5x38mm synergy¿ stent was then advanced and deployed at the mid portion overlapping the first 32x3.50mm synergy¿ stent. Post dilation was performed using a 4.5x15mm maverick xl balloon catheter and another 4.0x20mm non bsc balloon catheter and the procedure was completed. Control angiography and CT were performed and no stent fracture was noted. No patient complications were reported and the patient is stable and under observation. This product is only ous approved but it is similar to an approved us device.